Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor smooth round moderate plus profile 500cc saline prosthesis, catalog: 3502500, serial number: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) year-old (B)(6) female patient underwent breast augmentation revision with a mentor smooth round moderate plus profile 500cc saline prosthesis. Migration of the right breast prosthesis toward patient¿s neck was diagnosed post procedure via self-examination. Pain was also indicated. At the time of this report, mentor has received no information regarding explant date.